Event description:
It was reported the occipital (off label) lead was eroding through pt's head. The pt was scheduled to meet with the implanting physician. No further information is available at this time.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.